Event description:
The contact stated the customer tested her blood glucose and received a reading of 342 mg/dl on her contour meter and a reading of 167 mg/dl on his contour meter. The difference between readings falls in the"c" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.